Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h10: the returned rx needle knife xl was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked at the handle section, which are consistent with the findings per the x-ray inspection of the x-ray photo. Additionally, the x-ray image also revealed that the working length was kinked at the hypo tube position. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and kinked. Additionally, the working length was also kinked. Based on the condition of the device, the problem found could have been generated due to handling and manipulation of the device during its use that leads to bending of the working length at the proximal section. The kink at the proximal section could have caused some internal tension forces between the cannula and the wire during the handle actuation, affecting the overall performance of the device and leads breaking it. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in a procedure performed on (B)(6) 2023. During the procedure, the pull wire at the handle of the rx needle knife xl broke causing the inability of the needle to extend at the distal end. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in a procedure performed on (B)(6) 2023. During the procedure, the pull wire at the handle of the rx needle knife xl broke causing the inability of the needle to extend at the distal end. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in a procedure performed on (B)(6) 2023. During the procedure, the pull wire at the handle of the rx needle knife xl broke causing the inability of the needle to extend at the distal end. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of cutting wire broken. Block h2 (additional information): block e1 (initial reporter title, initial reporter first name, initial reporter last name) and block e3 (occupation) have been updated based on the additional information received on (B)(6) 2023.